Manufacturer narrative:
Investigation ¿ evaluation: the ncompass nitinol tipless stone extractor was not returned for evaluation and no photos were provided. Therefore, a physical inspection/evaluation could not be performed. A review of complaint history, the device history record, manufacturing instructions, specifications, and quality control data was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed one non-conformance during the manufacturing process. This was related to a handle that did not open/close smoothly and this item was scrapped. A review of complaint history revealed this complaint to be the only complaint associated to this device/lot number 8138789. Based on the provided information a definitive root cause cannot be established or reported at this time. Measures have been initiated to address the reported failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a ureteroscopy kidney stone extraction procedure, upon retrieval of the patient's stone, the ncompass nitinol tipless stone extractor basket separated at the end of the wire. The user facility used several baskets to retrieve the separated portion from the kidney. They proceeded with the opened baskets and completed the procedure successfully. As reported, no unintended portion of the device was left inside the patient¿s body and no additional procedures were needed due to this occurrence. There were no adverse effects or consequences to the patient resulting from this reported device issue.